Event description:
It was reported as of last week the patient had a recharger issue; she had noticed her device would go from 100% to 25% in a day whereas before she only needed to charge an hour a week. A manufacturer representative met with the patient and ran impedances because of the recharging issue. He checked the impedances and contacts 6 and 7 were showing less than 50 ohms. It was noted the patient¿s device was programmed to use 6 and 7 together. The patient had no falls or trauma and no impedance values were available prior to the recharging issue. It was reported later the same day the representative was able to program around contacts 6 and 7 and they still got the coverage she needed. The patient left with good coverage and pain relief. Additional information received four days later reported she was trying to reach a manufacturer representative for further programming. Additional information received the next day reported all other impedances were normal. It was noted the cause was not determined. No interventions were taken or planned, they just programmed around the high impedance. The patient was receiving effective therapy and had good coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient . Product ID: 977a260, serial# (B)(4), implanted: 2013-09-25 product type: lead . Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).